Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during cataract surgery with intraocular lens (iol), the injector malfunctioned with ¿siphon¿ effect in the front chamber. There was patient contact. It is still unknown if the operation on the patient has been completed. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device is returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The lever is moving freely. The device is taken apart for further testing. No damage observed to the internal parts including valve o-rings. The device was reactivated and the plunger advanced with no issues. No root cause identified as the reported complaint could not be confirmed, no damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).